Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; 419488 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). In addition, the rv lead triggered alerts for oversensing/noise and high pacing impedance. The patient received six inappropriate shocks. A fracture of the rv lead was confirmed. Initially, detections/therapies were programmed off. The next day the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.